Event description:
A physician reported that during a surgery for the suction of perfluorcarbone from a vitrectomy procedure to treat a retinal detachment, the internal illumination unit of the instrument did not work and the corresponding optical fiber could not be used. The procedure was planned with a 25 gauge optical fiber. After the failure of the system light source, the surgeon then switched to a non-alcon illumination unit to complete the surgery. Since no other 25 gauge fiber optics was available on site for the non-alcon illumination unit, the surgeon used a non-alcon optical fiber system. The non-alcon optical fiber system required an additional incision. During generation of the incision of the eye, bleeding occurred due to a ruptured blood vessel. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).